Manufacturer narrative:
(B)(4). Philips is reporting this event only because we do not have enough information to determine whether there was any loss of audio function and therefore any health risk. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that his mp30 has a "speaker malf" inop message. No patient harm was reported.